Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Event description:
It was reported during an idiopathic ventricular tachycardia (idvt) procedure, there was noise on the ablation channel when it was opened to pace through the carto 3 system. Also when ablation is pacing, there was saturating noise on ablation and body surface (bs) ECG¿s on both the carto 3 system and the ep recording system. There was no noise present when pacing quad a. They then exchanged the stim cable from the carto 3 to the recording system block and both issues were resolved. The system is operational. There was no patient injury reported in this case. Upon request, additional information was provided on the event. There was noise on all the body surface (bs) ECG¿s and intracardiac (ic) signals on both the carto 3 and ep recording systems at the same time. All signals were saturated. The bs only had what looked like p waves. The rest were flatlined. The signals returned as soon as pacing was turned off. The physician was not able to interpret the signals because of the noise. They were unable to pace the ablation catheter. It was planned pacing. The signal issue was resolved and then pacing continued as normal. The ep med stimulator was being used. The physician did not think there was any potential risk to the patient from this pacing issue. The severity of the noise on all the body surface (bs) ECG¿s and intracardiac (ic) signals on both the carto 3 and ep recording systems at the same time is indicative of a reportable event.